Event description:
It was reported to philips that the wired footswitch connector had an issue during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Part replaced or upgraded. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).